Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: one open and one unused sample of asepto 21g product, catalog: 388337, lot: 7088906 was received for analysis. According to visual analysis of the sample it can be verified that the foreign matter of the sample is a droplet of glue on the needle body. DHR review: the following assembled wing lots used in the claimed final product lot 7088906 were analyzed: 6361914, 7023702, 7053962. The batches in question were analyzed as test of "cannula dirty of glue" and no records of this defect were detected for the batches analyzed. In addition to the analysis of the sample returned from the customer, it was evidenced that the needle had glue on the cannula, the analysis of the corrective maintenance history showed "failure in the application of glue" during the manufacture of lot 7023702 which confirms this complaint. Confirmed: bd was able to confirm the incident in question. Based on a severity assessment and occurrence it was determined that no CAPA is required at this time. The complaint was added to the complaint database for trend analysis, which is regularly monitored. Other actions taken: maintenance was performed for "cleaning and lubrication of the glue dispenser and exchange of the valve that drives the upper cylinder of the meter of track-3 est-12. In addition, to maintenance for "adjusting the vertical rod doser" of the glue dispenser.

Event description:
It was reported there was a ¿white matter¿ found on the tip of a scalp bd¿ asepto 21g prior to use. There was no report of injury or medical intervention.